Event description:
The device was used to administer device defibrillator therapy to the pt 6 times in succession. Reportedly, with the next attempt to deliver defibrillator therapy, the device prompted that the therapy electrodes were not connected, and the defibrillator would not charge as a result. Another device was brought on scene and used. The pt was not resuscitated.